Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2020, the patient underwent right first metatarsophalangeal cheilectomy and implant arthroplasty and was implanted with a 10mm cartiva implant. She subsequently was revised on (B)(6) 2024, due to alleged pain and numbness in her toe which was causing her to lose balance.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2020, the patient underwent right first metatarsophalangeal cheilectomy and implant arthroplasty and was implanted with a 10mm cartiva implant. She subsequently was revised on (B)(6) 2024, due to alleged pain and numbness in her toe which was causing her to lose balance.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.